Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was symptomatic as a result of right atrial (ra)  lead loss of capture and that the patient experienced twiddler's syndrome. It was also reported that the ra lead exhibited high thresholds and had dislodged. It was further reported that the right ventricular (rv) lead exhibited high and increasing thresholds. The rv lead was repositioned and remains in use. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.